Event description:
Patient received 2 vf shocks due to rv lead noise. Ep believes this is related to the lvad the patient has. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.